Event description:
The user facility reported that their reliance synergy washer was leaking water out onto the floor and into the hallway. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the recirculation pump to be leaking. The leak was located at the drying valve cover and the drying valve housing. The technician removed the ventilation hose and drying valve cover. He cleaned all the parts, including the cover and housing, ran a test cycle and confirmed the unit to be operational.